Event description:
It was reported that on (B)(6) 2000: patient presented with pain and 5 views of the lumbar spine were obtained which found, ¿very minor degenerative changes and no acute fracture or mal-alignment. Examination of the pelvis found osseous structures to be intact without evidence for fracture, subluxation, dislocation, or destructive process.¿ on (B)(6) 2000: patient presented for MRI of the lumbar spine which found, ¿mild degenerative change of the lower lumbar spine and mild disc bulges at the l4-5 and l5-s1 levels.¿ on (B)(6) 2000: patient presented for MRI of the lumbar spine which found, ¿there is mild degenerative signal loss of the lumbar disc at l5-s1 and a very subtle very mild degenerative retrolisthesis of l5 on s1 which results in very slight uncovering of the lumbar disc at this level which very slightly protrudes over and overhangs the top of the sacrum related to the retrolisthesis itself. The thecal sac is not compressed although there is moderate bilateral neural foraminal narrowing at this level.¿ on (B)(6) 2002: patient presented with groin pain bilaterally and underwent a MRI of the bony pelvis which found, ¿no evidence of obturator or piriformis muscle injury.¿ on (B)(6) 2002: patient presented with bilateral groin pain and underwent a MRI of the lumbosacral spine which found, ¿l5-s1 degenerative disc disease and l5-s1 small central disc protrusion without neural impingement.¿supra-spinatus tendinosis with no evidence of full thickness rotator cuff tear and acromioclavicular joint osteoarthritis, with inferior spurring partially effacing the sub-acromial fat.¿ on (B)(6) 2003: patient presented with pelvic pain and underwent a CT scan of the abdomen and pelvis which found, ¿no acute abdominal/pelvic inflammatory change, and no free fluid.¿ on (B)(6) 2004: patient presented with pain radiating to the left side and underwent an MRI of the lumbar spine that indicated, ¿there is mild straightening of the normal lordotic curve. Vertebral stature and signal is normal. There is decreased signal in the disc at l5-s1, consistent with degenerative disc disease. There is a herniated disc at l5-s1, mostly central but slightly asymmetric to left. There is mild narrowing of the left intervertebral foramen at this level. On (B)(6) 2006: patient presented with knee pain and underwent an MRI, which indicated,¿ there is intra-substance signal seen within the medial and lateral meniscus without definite evidence of acute meniscal tear, chondromalacia most pronounced bout the medial facet, and small amount of fluid in the joint and supra-patellar bursa.¿ MRI of the lumbar spine found, ¿scoliosis, multi-level degenerative disc disease/osteoarthritis, disc bulge at l5-s1 with a central, left para-central and lateral disc protrusion. This does not cause significant central stenosis but marginally impinges on the left s1 nerve root in the lateral recess. Disc bulge at l4-5 without significant central stenosis. Disc bulge with small right lateral disc protrusion at l1-2, no stenosis. On (B)(6) 2006: patient presented with pain and underwent a nerve root block at l5-s1. Procedure was performed without complication. On (B)(6) 2006: patient presented with pain and a numb foot. Patient underwent a nerve root block at l5-s1. Procedure was performed without complication. On (B)(6) 2007: patient presented with lower back pain that radiates down right leg past knee, numb right foot, and pain radiating down left leg to upper thigh. Examination found decreased rom in the lumbar spine and tenderness of the lumbar facets. Medications and treatments were discussed. On (B)(6) 2007: patient presented with knee pain and underwent an MRI that found, ¿mild osteoarthritis, tear of the posterior horn of the medial meniscus communicating with the inferior articular surface, intra-substance degeneration in the lateral meniscus without definitive evidence of acute meniscal tear, chondromalacia or mild patella-femoral joint osteoarthritis, and small joint and supra-patellar effusion.¿ on (B)(6) 2007: patient presented with right knee pain, lower back pain, and left shoulder pain into neck. Examination found decreased rom in the lumbar spine and tenderness of the lumbar facets. Medications and treatments were discussed. On (B)(6) 2007: patient presented with burning pain and underwent a lumbar facet joint injection at l4-s1. Procedure was performed without complication. On (B)(6) 2007: patient presented with low back pain radiating down the right leg and underwent a MRI of the lumbar spine which found, ¿disc bulge at l4-5 and disc bulge with superimposed protrusion and mild degenerative change at l5-s1 resulting in significant bilateral neural foraminal narrowing.¿ on (B)(6) 2007: patient presented with burning pain and underwent a sacroiliac joint injection. Procedure was performed without complication. On (B)(6) 2007: patient presented for a sacroiliac joint injection. Procedure was performed without complication. On (B)(6) 2007: patient presented with pain and numbness and underwent a sacroiliac joint injection. Procedure was performed without co complication. On (B)(6) 2007: patient presented with lower back pain down right leg and numbness in right foot. Examination found decreased rom in the lumbar spine and tenderness of the lumbar facets. Medications and treatments were discussed. On (B)(6) 2007: patient presented with pain and underwent a lumbar facet joint injection at l3-s1. Procedure was performed without complication. On (B)(6) 2007: patient presented with pain and underwent a lumbar facet joint injection at l2-s1. Procedure was performed without complication. On (B)(6) 2007: patient presented with burning, stabbing pain. Patient underwent a lumbar facet joint injection at l4-s1. Procedure was performed without complication. On (B)(6) 2007: patient presented with symptomatic lumbar degenerative disk disease at l4-5 and l5-s1, lower back pain, and numbness in both legs. Patient underwent posterior and anterior spinal fusion using autograft, allograft, rhbmp-2/acs, and unknown instrumentation at l4-5 and l5-s1. Surgery was completed with no complications and patient was released in good condition. On (B)(6) 2008: patient presented with pain in lower back and bilateral leg pain. Examination found decreased rom in the lumbar spine and tenderness of the lumbar facets. Medications and treatments were discussed. On (B)(6) 2008: patient presented for CT scan of the lumbar spine which found, ¿very minimal posterior slippage of l5 on s1. There is anterior wedge deformity of l1 which appears stable. There is very little in the way of annular bulge at the l1-2 level, causing no significant canal or neural foraminal compromise. At the l4-5 level ¿there is mild broad-based annular bulge present and facet and ligamentum flavum hypertrophy observed. There appears to be only mild narrowing of the spinal canal centrally and moderate bilateral neural foraminal encroachment is observed.¿ on (B)(6) 2008: patient presented with pain mid to lower back. Examination found decreased rom in the lumbar spine and tenderness of the lumbar facets. Medications and treatments were discussed. On (B)(6) 2008: patient presented for x-ray of the lumbar spine which indicated, ¿the interbody fusion looking as though it has healed, and the inter-transverse fusion on the left hand side, less on the right hand side. All the hardware is in place with no evidence of loosening, failure or migration.¿ on (B)(6) 2008: patient presented with lower back pain. Examination found decreased rom in the lumbar spine and tenderness of the lumbar facets. Medications and treatments were discussed. On (B)(6) 2008: patient presented with low back pain and general ache all over. Examination found decreased rom. Medications and treatments were discussed. On (B)(6) 2009: patient presented with pain mid thoracic spine and lumbar spine and bilateral leg pain. Examination found decreased rom in the lumbar spine and tenderness of the lumbar facets. Medications and treatments were discussed. On (B)(6) 2009: patient presented with pain and underwent a lumbar facet joint injection. Procedure was performed without complication. On (B)(6) 2009: patient presented for MRI, which found, ¿postsurgical changes at the l4, l5, and s1 levels, disc degeneration at the l1-2 level without evidence of herniation, degenerative changes seen anteriorly at the l2-3 level.¿ on (B)(6) 2009: patient presented for a sacroiliac joint injection. Procedure was performed without complication. On (B)(6) 2009: patient presented with radiating pain. Patient underwent a sacroiliac joint injection. Procedure was performed without complication. On (B)(6) 2010: patient presented with low back pain, abdominal pain, and right leg discomfort. Examination found decreased rom in the lumbar spine and tenderness of the lumbar facets. Medications and treatments were discussed. On (B)(6) 2010: patient presented with lower back pain radiating to buttocks, accompanied with kneed, shoulder, and abdominal pain. Examination found decreased rom in the lumbar spine and tenderness of the lumbar facets. Medications and treatments were discussed. On (B)(6) 2010: patient presented with low back pain that radiates down groin and right leg. Examination found decreased rom in the lumbar spine and tenderness of the lumbar facets. Medications and treatments were discussed. On (B)(6) 2010: patient presented with lower back, leg, and abdominal pain. Abdominal pain radiates into testicles. Examination found decreased rom in lumbar spine and tender lumbar facets. Medications and treatments were discussed. On (B)(6) 2011: patient presented with lower back, abdominal, and groin pain. Embeda was prescribed. On (B)(6) 2011: patient presented with lower back and abdominal pain. Examinations found limited rom and tender lumbar facet joints. Physician advised to move forward with transforaminal epidural steroid injections and continue pain medication. On (B)(6) 2011: patient presented with low back and abdominal pain. Examination found decreased rom in lumbar spine, tender l-facets, g rowing weakness, and elevated pain. Medications were prescribed with treatment plans. On (B)(6) 2011: patient presented with lower back and abdominal pain. Examination found flexion, rotation, and extension to be painful. Medications were prescribed with treatment plans. On (B)(6) 2011: patient presented with lower back and abdominal pain. Examination found flexion, rotation, and extension to be painful. Medications were prescribed with treatment plans. On (B)(6) 2012: patient presented with pain and bulge. CT of the abdomen and pelvis were taken and found, ¿probable hyper-dense cyst of the left kidney, probably diffuse fatty change of the liver, atrophy of the inferior portion of the left-sided rectus abdominis muscle, and post-op changes to the lower lumbar spine and upper sacrum with metallic hardware in place.¿ on (B)(6) 2012: patient presented with lower back, abdomen, and groin pain. On (B)(6) 2012: patient presented with back pain following a fall. 5 views of the lumbar spine were taken and found ¿no acute fracture and a chronic mild wedging of l1.¿ on (B)(6) 2012: patient presented for lumbosacral spine x-ray due to pain in limbs and lumbar spine. Five views were taken and indicated, ¿a mild lower thoracic and lumbar scoliosis convex to the right. There is no evidence of spondylolisthesis . Mild anterior vertebral spurring is seen at upper lumbar levels.¿ on (B)(6) 2012: patient presented with lower back pain that radiates down both legs and numbness in both feet. On (B)(6) 2012: patient presented with sacroiliitis/pain and received a sacroiliac joint injection. Procedure was performed without complication. On (B)(6) 2012: patient presented with low back pain radiating down both legs and numbness in both legs. Cts of the lumbar spine were taken and indicated, ¿there is a loss of height of the intervertebral discs at all levels. Posterior bulges are seen in the upper lumbar spine. At l2-3 there is diffuse posterior disc bulge causing flattening of the thecal sac. At l3-4, there is a left lateral disc bulge. This causes mild narrowing of the left neural foramen. At l4-5, there is a diffuse posterior disc bulge. At l5-s1, mild right foraminal stenosis is suspected.¿ on (B)(6) 2012: patient presented with lumbar radiculopathy and received a nerve root block at l5-s1. Procedure was performed without complication. On (B)(6) 2012: patient presented with lumbar radiculopathy and received a nerve root block. Procedure was performed without complication. On (B)(6) 2012: patient presented with hip and low back pain. Examination found ¿bilateral pain with extension, sacroiliac joint tenderness bilaterally, positive patrick¿s on left, positive patrick¿s on right, severe, tender lumbar facets joints. Mild weakness on both sides. Medications were prescribed with treatment plans.¿ on (B)(6) 2012: ¿patient presented with hip and low back pain. Low back pain bilaterally, lumbar, buttock, that is constant, described as burning, sharp, shooting, and throbbing. Aggravated with movement and radiating down both legs. Examination found bilateral pain with extension, sacroiliac joint tenderness bilaterally, positive patrick¿s on left, positive patrick¿s on right, severe, tender lumbar facets joints. Medications were prescribed with treatment plans.¿ on (B)(6) 2012: ¿patient presented to pain clinic with hip and low back pain. Examination found bilateral pain with extension, sacroiliac joint tenderness bilaterally, positive patrick¿s on left, positive patrick¿s on right, severe, tender lumbar facets joints. Mild weakness on both sides. Medications were prescribed with treatment plans.¿ on (B)(6) 2013: ¿patient presented to pain clinic with hip and low back pain. Examination found bilateral pain with extension, sacroiliac joint tenderness bilaterally, positive patrick¿s on left, positive patrick¿s on right, severe, tender lumbar facets joints. Rom was limited due to pain and stiffness. Mild weakness on both sides. Medications were prescribed with treatment plans.¿ on (B)(6) 2013: ¿patient presented to pain clinic with hip and low back pain. Examination found bilateral pain with extension, sacroiliac joint tenderness bilaterally, positive patrick¿s on left, positive patrick¿s on right, severe, tender lumbar facets joints. Rom was limited due to pain and stiffness. Mild weakness on both sides. Medications were prescribed with treatment plans.¿ on (B)(6) 2013: patient presented to pain clinic with low back, groin, and abdominal pain. ¿examination found bilateral pain with extension, sacroiliac joint tenderness bilaterally, positive patrick¿s on left, positive patrick¿s on right, severe, tender lumbar facets joints. Rom was limited due to pain and stiffness. Mild weakness on both sides. Medications were prescribed with treatment plans.¿

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.